Event description:
Consumer complaint of about high blood results. Mother of customer states that her daughter feels well and requires no medical attention. Customer's expected blood results are 80-130mg/dl fasting. Verified the strips expire 02/28/2018, customer confirms the strips are stored in the bathroom and were first opened (B)(6) 2015. Reviewed meter memory: 96mg/dl, (B)(6) 2015, 05:00:00 pm, fasting: yes; 96mg/dl, (B)(6) 2015, 08:30:00 am, fasting: yes; 78mg/dl, (B)(6) 2015, 12:00:00 pm, fasting: yes; 118mg/dl, (B)(6) 2015, 08:30:00 am, fasting: yes; 106mg/dl, (B)(6) 2015, 12:00:00 pm, fasting: yes. Customer tested on 04/05/2015; meter displayed a result of 290mg/dl; customer then tested on another meter and the result was 135mg/dl. Today again a test was taken at 5:00 pm; the meter registered 158mg/dl however the other meter was 138mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user's test strip had poor storage.

Manufacturer narrative:
Product not yet returned. (B)(4).